Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician felt resistance and could not open the retrieval snare loop of the device. The physician noticed that the proximal sheath near the handle of the device was accordion. The procedure was completed with reusable snare device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician felt resistance and could not open the retrieval snare loop of the device. The physician noticed that the proximal sheath near the handle of the device was accordion. The procedure was completed with reusable snare device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the extrusion was split/torn, partially accordion and twisted at the distal end of the strain relief. A functional evaluation found that the loop of the device could be extended fully and retracted with slight resistance being felt. The condition of the returned unit was consistent with the complaint incident that the device was damaged and resistance was felt during actuation. During the evaluation the extrusion was found to be damaged severely at the distal end of the strain relief. The device was found to function with slight resistance due to the damage. It is unknown if the damage is due to handling, interaction with another device or attempted use of the device. Therefore, the most probable root cause is undeterminable. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)